Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown but might be not sterilized well. As the cause of the peritonitis could not be confirmed and additional information was unable to be obtained, the cause of the peritonitis will be assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics. The patient was recovered from this peritonitis event. On an unreported date, pd therapy was discontinued and the catheter was removed. No additional information is available.